Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix stretched, bent and clogged with blood. The cause of the reported events was isolated to helix being clogged with blood, over-torqued inner coil in the connector region and damaged helix which were consistent with procedural damages. Electrical testing did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead had difficulty passing the stylet. The helix would not extend after sufficient rotations. A new stylet use was attempt with same result. The lead was explanted; the helix sprung to full extension and would not retract. A new lead was used instead. The patient had no consequences.